Event description:
Customer received a result of 14.4 mmol/l on mobile system 1, a result of 14.5 mmol/l on mobile system 2, and a result of 6.5 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in mobile system 1 (lot number 27822941, expiration date 09/30/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in mobile system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.